Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "13 false positive in blood culture instruments within 2 hours in 2 instruments."

Manufacturer narrative:
Investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and no instrument related issues were found. The complaint is not confirmed. The root cause is related to workflow/ no device problem found. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Samples were received in the form of log files and revealed temperature variations at client's site. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "13 false positive in blood culture instruments within 2 hours in 2 instruments."